Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous left forearm. The lesion was approximately 1cm near the anastomosis site. A 6.00mm/2.0cm/50cm otw peripheral cutting balloon¿ was selected for treatment. A retrograde approach was obtained by the physician. During the procedure, a non bsc guide wire was able to cross the lesion without difficulty. Pressure was then applied to 4atm with a non bsc inflation device, however, the lesion was not dilated sufficiently. The physician applied pressure to 6atm when it was noted that the balloon ruptured. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good. However device analysis revealed that the blade pad had lifted.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that approximately 5mm of one blade and blade pad had lifted from the balloon's proximal body. The blade and pad were not detached and were raised distally. The three remaining blades were fully bonded to the balloon and no damage was noted. The returned device was attached to an encore inflation unit and positive pressure was applied when a leak was noted. Microscopic analysis observed a longitudinal balloon tear in the balloon body at the proximal end of one of the blades and running 5 mm distally. Furthermore, an examination of the balloon material and markerbands identified no issues and a visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).